Event description:
It was reported by the rep that the (1) tlc75 was used during a colon resection procedure. It was reported that the device would not fire. The case was completed with another instrument and with no consequence to the pt.